Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 28jan2021.

Event description:
It was reported to philips that the device would not work on backup battery. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The customer confirmed that when unplugging the power, the equipment turns off and stops ventilating during testing at the electromedicine workshop. The customer reported to have ordered a new battery and replaced it. The unit was tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed. The battery was returned for failure investigation, complaint reported by the customer is duplicated. The root cause cannot be determined without opening the battery package. The unit will be returned to the manufacturer for analysis.